Event description:
It was reported that pump declared altitude alarm 21 and insulin delivery was temporarily suspended, although pump remained within operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to clean speaker holes, remove and reconnect cartridge, and wait for insulin to resume, after which pump returned to normal operation without recurrence of alarm, and customer received additional guidance for preventing altitude alarms and acknowledged instructions.